Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open sigmoid colon resection, the first reload only fired 1/3 of its length. A new reload was used, however it did not fire at all. Third reload was used with the same handle to resolve the issue, in order to complete the case. There was no patient injury.